Manufacturer narrative:
Additional information: another lot reported: 3066132. Expiration date: 02/28/2026. Device manufacture date: 03/09/2023. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there.

Event description:
No additional information.

Event description:
It was reported that bd insyte-n autoguard winged was damaged. The following information was received by the initial reporter with the following: the insyte-n autoguard 24 g catheter tip may shred. Two lots from reference number 381511 were reported as having this problem. If the tip of the catheter shreds, the catheter cannot be used and another needlestick will be necessary. This catheter is used for neonates, in which vascular access is often challenging, and catheter insertion may be painful for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.